Manufacturer narrative:
Technician found the head up would not raise due to defective valve guide solenoid. Replaced the valve guide solenoid to resolve this issue.

Event description:
Information received that the head up would not raise. No injury alleged.